Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms which triggered lead safety switches (lss). As a result, the pacemaker automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. Noise was then observed on the ra lead while in the unipolar pace and sense configuration. The noise was noted to be able to be induced on the lead in the unipolar sensing configuration but not in the bipolar sensing configuration. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to consider programming the ra lead to a bipolar sensing and unipolar pacing configuration. The lead remains in-service. There were no patient symptoms or adverse patient effects reported.